Event description:
The patient underwent a posterior spinal surgical procedure at t11-l3 with decompression at l1-2 to treat a fracture at l1. Sometime post-op it was found that the screws had loosened bilaterally at l3 and the patient had not fused. The patient underwent a revision surgery to remove the hardware and replace with new hardware.

Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 75445550 and # 75446555. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis: visual and microscopic examination did not identify crack, fracture, or breakage. Mas crown displays significant deformation and wear, which appears to be in a starburst pattern, consistent with cyclic rod movement as set screw backs out. Unable to determine root cause from the available information.